Event description:
End user's wife reports "he had reported pain "several times" when cathing with this catheter he was trialing, stating the tip of this catheter is not bent upwards enough and is too much of a "sharp point" for him. Pain occurred when he got to the prostate area and stopped when catheter was removed. This pain does not occur with his usual catheters made by bard, magic 3 go also in12 fr coude which have been on backorder and so these catheters were substituted. She reports he used "several" unknown exact number of catheters from 1 market unit with the same lot number and reference number. He has history of bph. Wife states she is a nurse and does make sure he inserts the coude tip up into urethra properly and follows proper clean intermittent catheterization technique. Advised he stop using this catheter and follow up with his urologist if pain reoccurs. Wife states they have already discontinued use of these catheters."